Event description:
The device had a piece missing during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.

Event description:
The device had a piece missing during a service evaluation at the manufacturer facility.  There were no adverse consequences related to this event.